Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarm did not sound and as a result, customer experienced nausea, headache, shaking, fast heartbeat, and seizure. Customer was unable to self-treat and was received treatment of juice and honey by third-party (daughter). Customer also contacted a healthcare professional (doctor) and cut back her level of insulin. There was no report of death or permanent injury associated with this event.